Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure for device changeout, the epicardial leads were damaged. Through use of an analyzer it was determined that after being damaged, the leads exhibited high impedance, no sensing, and no capture. The leads were capped and replaced. No patient complications have been reported as a result of this event.